Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital due to receiving an inappropriate shock from their implantable cardioverter defibrillator (ICD). The patient had presented to the hospital with supra ventricular tachycardia (svt) and shocks, inappropriate therapy. It was noted that the last regular beats were no match to wavelet thus therapy occurred. The ICD remains in use. No further patient complications have been reported as a result of this event.